Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data submitted by the account confirmed the reported low flow alarms. According to the account, the reported low flows in november 2019 were consistent with labile hypertension and it was later found in december 2019 that the patient experienced a degree of lv recovery, which also contributed to the low flows. A direct correlation between the device and the reported hypertension as well as the patient's symptoms of weakness and dizziness could not be determined through this evaluation. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow and suction events with high pis were thought to be more consistent with labile htn. During a routine right heart catheterization, it was noted that the patient experienced frequent low flow alarms. The cardiologist determined that the patient was experiencing a degree of left ventricular recovery which contributed to low flows. The low flow 2.0 software was installed on patient's primary and backup system controllers; no low flow alarms reported post-upgrade. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms accompanied by high pi events and frequent dizziness. The event log captured multiple low flows with high pi from (B)(6) 2019 21:16 to 21:38. It was suspected that the patient experienced device thrombus. Cta ruled out inflow or outflow graft thrombus/kink with the power spikes and low flows; however, he continued to have multiple significant pi events with speed drops. The pump speed was decreased to 5200 rpms and the patient received intravenous fluid(ivf) 250 ml bolus. His after-load reduction was slowly up titrated until his mean arterial pressures(maps) were 70-80. Perfusion deficit seen on initial CT, repeat CT head was negative. He was started on antivert per doctors recommendation, which seemed to help his symptoms along with ivf and optimization of his guideline-directed medical therapy. Patient was sent home with follow up at the stroke clinic within a few weeks of discharge. No further information was provided.